Manufacturer narrative:
According to the hospital, there has been no adverse effect on the pt nor is there any adverse clinical effect on the pt expected. The pt had been put on observation for 24 hours by the hospital. Nevertheless, a risk to pt health could not be excluded for this event. According brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. There was no quality or performance issue or malfunction of brainlab equipment. The brainlab device works according to the specifications. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment, according brainlab measures are in place for the brainlab device in question in order to minimize the risk as far as reasonably practicable. Brainlab intends to remind the users in this hospital of the relevant intraoperative accuracy checks. There was no further corrective and preventive actions intended by brainlab at this point of time. The manufacturer of the non-brainlab pt head fixation system involved in this case has been informed by brainlab.

Event description:
As informed by the hospital, an intracranial biopsy supported by the brainlab navigation system led to an intraoperative hemorrhage. The user verified with a CT scan that the actual applied trajectory differed from the planned, intended trajectory.